Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 203 (occlusion) for plum xlm products is approximately 0.01/million sets.

Event description:
The pump reportedly did not sound an occlusion alarm which resulted in a clotted IV access site. The pump had been in use infusing an adriamycin/vincristine solution in 500ml at 22.8ml/hr through a PICC line. The infusion was a secondary piggyback line. The access site was positional, and upon initial delivery the pump alarmed for occlusion several times when the pt flexed his arm at the elbow. The pt was instructed to keep his arm straight during IV delivery and the occlusion alarms abated. At 9:30am, the PICC line was assessed and it had a good blood return and flushed easily. At 12:30pm, the PICC line was again assessed and the nurse was unable to flush or aspirate. No occlusion alarms had sounded during this time period. She stopped the secondary infusion and set the primary line of d5w to run at 25ml/hr. An IV team nurse arrived to evaluate the situation at 2:00pm. She noted the pump display indicated ongoing primary delivery at 25ml/hr with a total volume delivered of 107.8ml. The pump was last cleared at 5:00am and the nurse reports that "delivered volume is not sufficient for the duration of the infusion." The PICC line was assessed to be completely occluded. The PICC line was successfully declotted with urokinase and the infusion restarted with a new pump. No adverse pt effects were reported. No add'l info was available.